Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 12cm distal to the df4 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragments. Approximately 11cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable leading to the ring electrode was found fractured, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed svc shock coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 99 months, oversensing with inappropriate therapies was reported. The lead was explanted. Apart from the shocks, no further adverse patient side effects have been reported.